Event description:
Patient called lfs on 5/8/03 alleging their induo meter does not power on. Pt reported replacing the batteries, but still the meter would not power on. The patient reported experiencing symptoms of sweating, irrational behavior, incoherence. Spouse gave pt candy to bring their sugar up. Because the meter did not power on and pt did not seek medical intervention, the patient's blood sugar was not known. No further information was reported.